Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain/cramping"), menstrual disorder ("abnormal menstruation") and dyspareunia ("painful intercourse"). The patient underwent a partial hysterectomy. Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menstrual disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: fallopian tubes were occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("unusual bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation on (B)(6) 2010 and menstruation irregular. Previously administered products included for an unreported indication: iud nos from 2001 to (B)(6) 2010. Concurrent conditions included menorrhagia since (B)(6) 2010, device ineffective and uterine leiomyoma. Family history included breast cancer (sister at age 46.). Concomitant products included lisinopril. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain") and back pain ("back pain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation") and dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient was found to have uterine leiomyoma ("alleging fibroids"). In (B)(6) 2013, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (partial hysterectomy /da vinci assisted total laparoscopic hysterectomy/ cystoscopy.) And partial hysterectomy /da vinci assisted total laparoscopic hysterectomy/ cystoscopy.. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, menstrual disorder, dyspareunia, cyst, uterine leiomyoma, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cyst, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: fallopian tubes were occluded contrast was infused into the endometrial cavity, revealing no fixed filling defects or mass-effect within the endometrium_ left fallopian tube is of normal caliber, and there is free spillage of contrast into the peritoneal cavity . Essure device is noted within the right fallopian tube, no contrast was noted extending into the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("unusual bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation on (B)(6) 2010 and menstruation irregular. Previously administered products included for an unreported indication: iud nos from 2001 to (B)(6) 2010. Concurrent conditions included menorrhagia since (B)(6) 2010, device ineffective and uterine leiomyoma. Family history included breast cancer (sister at age 46.). Concomitant products included lisinopril. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain") and back pain ("back pain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation") and dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient was found to have uterine leiomyoma ("alleging fibroids"). In (B)(6) 2013, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (partial hysterectomy /da vinci assisted total laparoscopic hysterectomy/ cystoscopy.) And partial hysterectomy /da vinci assisted total laparoscopic hysterectomy/ cystoscopy. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, menstrual disorder, dyspareunia, cyst, uterine leiomyoma, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cyst, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: fallopian tubes were occluded contrast was infused into the endometrial cavity, revealing no fixed filling defects or mass-effect within the endometrium_ left fallopian tube is of normal caliber, and there is free spillage of contrast into the peritoneal cavity. Essure device is noted within the right fallopian tube, no contrast was noted extending into the fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events cyst, fibroids, uterine bleeding, back pain , abdominal pain lower was added. Lot number was added. Concomitant drug added, other relevant history added. Product, patient & reporter information updated. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report